Manufacturer narrative:
The device was returned to the MFR for eval. The packaging was opened and the product was visually inspected. Water was also added to the compact evacuator assembly to isolate the leak. The leak was discovered on the gusset at rf welded joint to itself. The review of the mfg process and the specific work orders for the evacuator assembly and the evacuator kit concluded no issues relevant to this complaint. The most likely cause for this complaint is a failure of the rf welded seal on the gusset. The protocol for pressure testing this rf welded seal was followed for the applicable work order. The root cause of the reported issue could not be determined.

Event description:
It was reported that the 400ml compact evacuator kit was not use due to a blood leak. The blood leaked from the lateral joint part of the device. It was reported that there was no harm or surgical delay involved and the procedure was completed with another device. Add'l clinical f/u identified that the health care provider wore appropriate protection for prevention of infection and had no direct exposure to the blood that leaked.